Event description:
On 10-sep-2025, it was reported that a beta bionics ilet user requested to return the device and discontinue use, citing blood glucose fluctuations and difficulty maintaining target range. The user confirmed having completed training and declined further troubleshooting or additional training support. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.